Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the hypoglycemia. The customer blood glucose level was 2.1 mmol/l at the time of the incident and the current was 12 mmol/l. The customer does not want to troubleshoot for the low blood glucose. The customer was treated with the food. The device will not be returned for analysis.